Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 120 to 140 mg/dl the day before the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported the pump over delivered 2 units if insulin without their input and it was not recorded in pump memory. The customer reported a failed battery alarm. Troubleshooting was not completed as the customer declined. The customer reported pump physical damage. The insulin pump will be and reservoir will not be returned for analysis.